Manufacturer narrative:
(B)(4). The referenced endobronchial tube was received for evaluation. Visual inspection of the returned device shows the shape of the tube has been altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. Visual examination also shows air contained in both cuffs. The stylet wire was removed and 5mls of air was removed from the tracheal cuff and 1 ml from the bronchial cuff. The stylet wire was replaced and the returned unit inflated without issue. The bronchial cuff was fully deflated however the tracheal cuff could not be fully deflated. The stylet wire was removed from the tubing and 3 mls of air was removed from the tracheal cuff. The returned unit was re-inflated according to testing parameters. Both cuffs inflated and deflated three times without issue. The cuff was found to function as it was intended when the stylet wire was present in the tubing and when it was removed. The reported "cuff won't deflate" issue could not be detected on the returned sample. All bronchocath products undergo a four hour inflate/deflate test prior to release from manufacturing. At this time, any defects are removed from the lot.

Event description:
A report was received stating that during "prior to use" testing, an endotracheal tube's tracheal cuff did not deflate. There was no patient involvement.

Manufacturer narrative:
(B)(4).